Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as open sores the size of quarters underneath both of the patient's breasts. The patient consulted her physician who prescribed an ointment and a cream. Follow-up indicated that the patient's irritation was getting better with use of the prescriptions as well as an ointment.